Event description:
It was reported by the service territory manager (stm) that during post rental inspection, the coiled cable was stretched in the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement and no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate the reported issue. The coiled cable (0012-00-1801) was replaced. The unit passed all functional and safety tests per factory specifications. The iabp has been cleared for clinical use and returned to the rental fleet. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).